Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced shocking sensation from stimulation. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that were no known allegations of deficiencies against the device.